Manufacturer narrative:
Manufacturing and quality control: the valve met specifications during manufacturing and deviations did not occur. We received the valve in a plastic bag and the valve was submitted dry without liquid. At the time of receipt the progav valve was set to pressure range 12cmh2o. We were able to detect dried residues of blood but no obvious deformations or other abnormalities on the progav valve. To prove the penetrability we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of appox. 20-30 cmh2o in the flow direction. The investigation has shown that the progav valve was not permeable. Our adjustment tests are carried out with the standard progav check mate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5cmh2o. It was found out that it was not possible to adjust the valve into the pressures setting. To measure the braking force we have investigated the valve with a braking force apparatus. It measures how much force must be exerted on the housing of the progav2.0 valve to release the rotor to adjust the valve by the integrated magnets. The brake function could be proven correctly. However, the measurement of the braking force could not be investigated because it was not possible to adjust the valve as described under point "3.6 adjustment test". We want to point out that we received the valve dry. The investigation of dry items is not significant because dry deposits of liquor and blood can affect the product performance. Given the fact that during the treatment with shunts the following complication may arise (as described in the literature): infections, blockages caused by protein and or blood in the cerebrospinal fluid, over/under drainage. We decided to dismantle the valve. After opening the progav valve, we found deposits inside the valve. Based on our investigation results we can confirm that the valve was not adjustable. We suspect that the deposits in the valve could have caused the valve's non-adjustability. At this time of distribution there was no failure detected with the valve. No further actions are required.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. Implant date: unknown. Explant date: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "ventriculoperitoneal shunt was performed in (B)(6) hospital three years ago due to hydrocephalus. More than 10 days ago, the patient was admitted to hospital due to headache and paroxysmal vomiting. After discharge, get better. After that, there was a headache and nausea. It is accompanied by fissure brain syndrome. Pressure relief, but unable to mobilize the valve, because the pressure is not appropriate, the symptoms of patients can not be alleviated treatment. Therefore, the tube was replaced with a new operation.